Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6-7f sheath. Reportedly, when the plunger was pushed down, the main body of the device unexpectedly pulled out from the vessel. The plunger remained fully depressed but was pulled out together with the device. Since it was pulled out up to the guide wire port, a 0.035 inch wire was inserted. The foot of the device was noted to still be partially open when the device had pulled out of the vessel. The foot did not appear to have been fully deployed. Direct hemostasis at the site was abandoned, and hemostasis was attempted using a balloon catheter via contralateral crossover approach, but hemostasis was not achieved. A covered stent graft was deployed to achieve hemostasis. Hospitalization was prolonged due to the additional treatment (balloon catheter and covered stent) that were required. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported unintended movement of the device cannot be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation, unintended system motion, and subsequent treatment appear to be related to circumstances of the procedure. In this case the noted damage and bend to the anterior needle is indicative of a needle to cuff miss striking the foot of the device which may have partially closed the foot of the device. Interactions with the calcification or patient anatomy with the device may have contributed. In this case it is likely the posterior needle also missed the cuff striking the foot and causing the separation of the posterior foot. The force exerted on the device during step two depressing the plunger while pulling on the device handles likely led the device to retract out of the vessel partially with limited resistance from the compromised foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned prostyle device found that the posterior foot of the device was separated and not returned. Follow-up with the account stated that the separation or breakage was not noticed during the procedure; however, when the abbott sales representative arrived after completion of the procedure and inspected the device, it was noticed that the posterior foot of the device was separated. The location of the separated foot is not known. There was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided